Event description:
It was reported that the device was involved in a possible over infusion. There was patient involvement, but impact was unknown. Although requested, additional information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction : adverse type, event attributed to, describe event or problem, type of reportable events, imdrf annex f code. Additional information : imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device was involved in a possible over infusion. There was patient involvement. As a result of the event, it was reported that the patient "received a calcium gluconate bolus, they became unwell and required a saline bolus and repeat blood work to ensure the labs had stabilized." Although requested, additional information was not provided. The customer stated that the devices will not be returned to the manufacturer for investigation.

Manufacturer narrative:
Correction: describe event or problem

Event description:
It was reported that the device was involved in a possible over infusion. There was patient involvement. As a result of the event, it was reported that the patient "received a calcium gluconate bolus, they became unwell and required a saline bolus and repeat blood work to ensure the labs had stabilized." Although requested, additional information was not provided. The customer stated that the devices will not be returned to the manufacturer for investigation. However, the primary tubing sample received from the customer was investigated by the manufacture and an issue of backflow was observed during laboratory testing. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed for 1hr at rate of 125ml with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp, the blue dye/water mixture fluid from the secondary bag was found to be flowing through the check valve into the primary bag, indicating the check valve was failing to prevent backflow. The issue of back flow can be verified. The issue of back flow can be replicated. Please refer to MFR report # (B)(4) for the tubing medical device report.

Manufacturer narrative:
Correction : report source, describe event or problem additional information : sex, unique identifier (UDI) #, medical device serial #, device manufacture date.

Event description:
It was reported that the device was involved in a possible over infusion of calcium gluconate 11.6mmol/100ml. It was reported that 70ml from the bag was infused in two (2) minutes. Due to the event, it was reported that the patient "became unwell and required a saline bolus and repeat blood work to ensure the labs had stabilized." The customer reported that the patient became "flushed with tremors and was tachycardic" and vomited 10ml of yellow fluid. The calcium levels reportedly became elevated (greater than 2.7mmol/l) post infusion. The patient then received 300ml of 0.9% sodium chloride bolus and also required continuous monitoring, electrocardiogram (ECG), and blood work every fifteen (15) minutes until calcium levels normalized. The patient remained in the apheresis unit for 30 minutes post-treatment for observation with cardiac monitoring at all times. The patient was transferred back to the inpatient unit for continued observation and for follow up. It was reported that per physician's note, ECG came back normal and there were no signs of arrythmia. Although requested, additional information was not provided. The customer stated that the devices will not be returned to the manufacturer for investigation. However, the primary tubing sample received from the customer was investigated by the manufacture and an issue of backflow was observed during laboratory testing. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed for 1hr at rate of 125ml with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp, the blue dye/water mixture fluid from the secondary bag was found to be flowing through the check valve into the primary bag, indicating the check valve was failing to prevent backflow. The issue of back flow can be verified. The issue of back flow can be replicated. Please refer to MFR report # 9616066-2023-00150 for the tubing medical device report.